Event description:
It was reported that, after undergoing left bhr on (B)(6) 2010 due to advanced arthritis, the patient developed hip pain and metallosis. In addition to elevated chromium and cobalt serum levels found in blood, mris showed a peripheral sclerosis along acetabulum, consistent with post-arthroplasty osteolysis and particle disease. These complications were treated with a revision surgery on (B)(6) 2024, during which copious metal stained synovium and large 3x3 osteolytic, dark grey/black stained lesions were found in the acetabulum. Both resurfacing components were removed and conversion to a competitor's tha was performed (djo global).

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to hip pain, metallosis, elevated chromium and cobalt serum levels, peripheral sclerosis along acetabulum, osteolysis, particle disease and dark grey/black stained lesions in the acetabulum. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. A clinical root cause of the pubic ramus fractures cannot be confirmed. The reported pain, elevated metal ions, pseudotumor, osteolysis, and metal-stained synovium may be consistent with the reported metallosis. However, a clinical root cause for the metallosis cannot be definitively confirmed. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.